Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went into back-up operation due to magnetic resonance imaging (MRI). It was noted the device was not put in MRI-mode prior to the procedure. The ICD was successfully restored. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.